Event description:
Boston scientific received info that the pt presented to the emergency room complaining of lightheadedness and feeling dizzy; it was noted that the pt did not experience syncope. A device interrogation did not reveal any issue. The field rep stated that two hours later, he was asked to return to the hospital as a telemetry strip showed asystole for 4 to 5 seconds. Another device interrogation was performed without any significant findings. After monitoring the pt, the field rep observed a 3 to 4 second pause along with right ventricular loss of capture and oversensing of noise was able to be recreated with isometrics, pocket manipulation and arm movements. A revision procedure was performed where the rv lead was surgically abandoned due to loss of capture and insulation damage. It was noted that the cause of the loss of capture was unable to be determined, however, no lead to device connection issue was seen during the revision procedure. A new rv lead was successfully implanted. No add'l adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.